Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer pulsavac plus battery pack had excessive heat and sparked at the surgery. No harm/injury of the pt or the surgeon/nurses at the surgery was not reported.